Manufacturer narrative:
Event date: exact date unknown, event occurred approximately a year ago.

Event description:
It was reported that the patients ipg was not working as intended. The patient underwent an ipg replacement procedure and was doing well with good coverage postoperatively. The explanted ipg will not be returned as it was kept by the medical facility.